Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: failed- sensor wire is missing. Sensor wire present was not present. The senor wire was detached. The problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. The patient's mother stated that upon sensor removal, the sensor wire was found sticking out from the patient's arm. The patient was able to remove the wire with his fingers. Several days after the sensor wire was removed, the patient noticed that the sensor insertion site was getting inflamed. On (B)(6) 2017, the patient's mom brought the patient to the doctor and was given an antibiotic shot and a prescription for cephalexin (500mg). The treating physician referred the patient to have an ultrasound and x-ray examination to confirm the cause of the inflammation. The x-ray results did not find any foreign object; however, the ultrasound results showed some small foreign object that was described at 3.5mm long. On (B)(6) 2017, the patient went to the endocrinologist who referred the patient to a surgeon to have surgery performed at 2:00pm. The endocrinologist stated that the patient had an infection that was related to a sensor wire that remained under the skin. The surgery was performed on (b)(\6) 2017 and the surgeon stated that they tried to remove the sensor wire but was not able to locate it. The surgeon was able to drain the infection site and stated that the patient was improving. Additionally, it was reported that the infection site was in the left deltoid region of the patient's body. At the time of contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.